Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj1983 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that the child patient underwent PICC placement in (B)(6) 2016. After finding that blood could not be drawn recently, the problem was resolved by adopting urokinase thrombolytic therapy at the department. Later, during catheter maintenance on (B)(6) 2017, it was found that adhesion seemed to occur on the catheter. It was then found that serious vascular adhesion occurred under ultrsound. The intervention department was invited to assist in pulling out the catheter, which was only pulled out for 6cm, with 24cm of broken part left in vivo since the total length of placement was 30cm.